Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the bipolar atrial lead impedance rose from the 500 ohm range to 1400-1500 ohms. It was also noted that capture thresholds had risen.